Manufacturer narrative:
This event was reported to have occurred in (B)(6) 2017. (B)(6). The device was received for evaluation. Visual and microscopic inspection were performed and revealed that the bladder was ruptured. The reported condition was verified. The cause of the condition was not determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume intermate ruptured. This occurred before patient use. There was no patient involvement. No additional information is available.